Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. Troubleshooting revealed that the no image issue occurred due to a defective patient board which needed to be replaced. The video socket connector had a defective locker which did not secure the scope video cable which also needed to be replaced. The unit had to undergo a recommended software upgrade. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii video system center did not show an image on the screen during preparation for use. Per the customer "the card slot for the device showed no image." No patient harm was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon ("image not displayed") was likely due to the faulty patient board set. In addition, it was identified that the change history of parts were checked and the design inside the patient circuit board set was changed on (B)(6) 2018. The subject device was manufactured before the design change was applied. Olympus will continue to monitor field performance for this device.